Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of a needle mechanism failure. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: ap3a.240905.015.a2.s721u1ues6byg1. Hardware: sm-s721u1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that while trying to activate a new pod the cannula did not deploy, indicating a needle mechanism failure.

Event description:
The patient reported they did not feel the cannula enter the skin and upon removal, the cannula was visible, but it was not fully deployed.

Manufacturer narrative:
Please see section b4 and h6 for corrected event description, and problem code.